Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling at the injection site and three hard nodules in the lips¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details adverse events per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment, possible injection site responses post injection with juvéderm vollure¿ xc include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported.

Event description:
Healthcare professional reported two months after injection in the lips with one syringe of juvéderm vollure¿ xc the patient presented with swelling and hard nodules in the lips. The area was not tender/painful and is not erythematous. Patient took benadryl, zyrtec, and initially declined hylenex. The swelling and induration spread and patient commenced on oral keflex and a medrol dose pack. The medrol dose pack was ceased half way through as swelling was persistent and patient commenced on "prednisone burst." Patient was injected with kenalog, hylenex, and 1% lido to the hardened areas. Patient was injected with 6 further doses of hylenex with some resolution. The areas of induration would soften with hylenex and the same day they would "harden again, re congeal." Though the top left area of induration has resolved completely. Patient later woke to additional areas hardening along nasolabial fold and nasal alar, which where not injected areas. Patient has been under more stress recently. Symptoms are ongoing. Two months prior to this injection the patient was injected with juvéderm® ultra in the lips at another location and "small asymmetries were noted and that provider reversed some of the product." Patient was concomitantly injected to the mid face with juvéderm® ultra plus, with no noted complaint against this injection.